Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause was provided. After align's clinical analysis the initial radiograph for tooth 2.1 from 2023 shows bone resorption on the mesial side of this tooth. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor is reporting that the patient will require tooth extraction (tooth #21) after developing mobility, that was followed by an infection and a fistula. The patient required medical intervention from an endodontist. Is unknown if further medical intervention was required, if medications were prescribed and if clinical/lab test were performed.